Event description:
It was reported that the patient underwent a gynecological procedure for a cystocele on (B)(6) 2010 and mesh was used. It was noted that a previous implanted mesh was rolled up. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-01022 and 2210968-2012-01023 the same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy on (B)(6) 2009 and vaginal exploration and dissection, cystoscopy on (B)(6) 2010. It was reported that the patient underwent mesh revision and removal on (B)(6) 2015 (B)(6).

Event description:
It was reported that the patient concurrently underwent cystoscopy on (B)(6) 2009 and vaginal exploration and dissection, cystoscopy on (B)(6) 2010. It was reported that the patient underwent mesh revision and removal on (B)(6) 2015 (B)(6).